Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the touchscreen failure was observed. The device's lcd display was replaced to address the issue. In addition of the above evaluation, damage to the keypad ribbon cable of front panel was confirmed, front panel was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning. The software was uploaded.